Manufacturer narrative:
No product returned for eval. Should new info become available, a f/ supplemental report wil be submitted.

Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. There was no reported impact to the customer's blood glucose level.